Event description:
It was reported that a system error (se) 2367 (resume error, critical error found) alarm occurred during dwell two on the homechoice (hc) machine. The technical service representative (tsr) reviewed the alarm log and did not find an alarm prior to the se 2367. The tsr advised the home patient (hp) to end therapy and start over with all new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.